Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients leads had migrated and the ipg was unable to communicate with the charging device. As a result, surgical intervention was undertaken wherein one lead was repositioned and the ipg replaced resolving the issue.

Manufacturer narrative:
The reported observation of charging issue was not confirmed during electrical analysis. The root cause was not ascertained. The device exhibited normal charging and functionality during analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed.